Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The device was reprogrammed successfully and will continue to be monitored. The patient was asymptomatic and stable.